Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that expired medication was kicking out of the cubie, although it was not expired yet. A technical support specialist confirmed that the issue was resolved by the pharmacy for the customer and no further assistance was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es expired medication was kicking out the cubie even though it was not expired yet. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.